Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient's nurse a missing sensor wire on (B)(6)2014. Nuse claimed that upon removal of the sensor pod, the sensor wire was not present. It was further reported that the sensor wire was not inside the applicator. At the time of contact, the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).